Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a mildly calcified coronary artery. A 3.00 x 38 synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noted that the mid portion of the stent was bent outwards causing the device to fail in crossing the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.